Event description:
An unknown alarm was reported, which caused the pump to stop functioning. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl or fall below 54 mg/dl. The customer resolved the issue by changing the cartridge and successfully resumed insulin delivery, requiring no further assistance.